Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was educated on insulin management during shutdowns and assisted with reinstalling the tandem mobi mobile app to address the issue. Tandem is aware of the problem and is working on a future software update. The customer understood the guidance and was advised to report if the issue continues.